Event description:
Customer reported leaking due to the medline syringe spinning off the maxplus. It only happens with the 12 ml prefilled saline medline syringe. There was no pt harm and no medical intervention was required. Although requested, no add'l event or pt info provided by the user.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.